Event description:
It was reported that the right ventricular lead exhibited over sensing causing pacing inhibition. The noise could be reproduced in the clinic. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.